Event description:
This lead is noted, due to stimulation. Patient experiencing pectoral stimulation even with pacing mode set to off. According to pacing clinic, chest x-ray appeared normal. Pocket was opened and header examined. All appeared normal. Doctor implanted, additional lv lead and reconnected device. Still unable to generate stim through device. Physician's conclusion is that stimulation is posture related. And new lv lead may provide additional pacing options. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).